Event description:
The customer reported the therapy knob and pacer failed the operational check.

Manufacturer narrative:
The customer reported the therapy knob and pacer failed the operational check. The unit was evaluated by philips, and the symptom was confirmed. Replacing the processor pca resolved the issue.